Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge cracked during insertion and there was no delay in surgery. No further information was provided.

Manufacturer narrative:
Additional information was obtained from the reporting facility confirmed that there was no patient contact. Reportedly, during handling the surgeon noticed the cartridge did not look right and possibly have a crack. The surgeon decided to use a new lens and new cartridge. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A product complaint history review was performed. The complaint product has not been received and the lot number could not be obtained; however, based on the review of all information available, no potential product deficiencies were identified. All pertinent information available to abbott medical optics has been submitted.